Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked under the tube holders and down the side and the bottom case was damaged where the l bracket screws on. A review of the event history log identified syringe empty message. During functional testing using the syringe test, the reported issue of syringe empty message was duplicated. There was a broken tab on the position pot, however unable to determine how as there was no evidence the pump had been dropped or mishandled by customer. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced position pot. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump keeps saying syringe is at the end when it is not. No patient injury was reported.